Manufacturer narrative:
(B)(4). Investigation summary : we do not have a specific complaint or a defect description from the customer. However, a defect(s) was/were identified and repaired using the measures listed in the "proof of repair". / minor physical damages on surface area; no interference with function of unit / unit modified acc. To guideline of manufacturer / minor damage to surface varnish / 24-hour continuous test completed / functional test performed / electrical safety test acc. To iec 60601-1 completed / accessories checked / by built-in-test (bite) indicated fault codes analysed / functional test acc. To test procedure completed / damaged pcb main assy replaced / safety-,function-& output verification control performed / upgrade of ees-generator g11 "software" acc. To sb 17-003 performed the device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
Defect identified during service assessment. No reported malfunction from the customer, no patient involvement, and no surgical delay. The failure was detected during electrical safety test.